Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci system training session that errors 297 and 307 occurred, and the system would not start. Also, the illuminator fan would not spin. The caller reseated the related cables as instructed and performed a power cycle of each system component, but this did not resolve the issue. The system was in a down state. There were no reports of patient involvement.